Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The physician tried to reposition the lead further into the apex, post ablation. The sensing tissue was destroyed during the ablation procedure. During the repositioning the physician accidentallhy nicked the lead with his sissor, elected to extract the lead and replace it with a new lead of the same model.